Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by customer that rn was unable to engage the safety mechanism fully when removing the huber needle from the ivad of patient. Needle had to be removed with the end sticking out beyond the safety mechanism. Additional information received (B)(6) 2023: it was not safe to handle the sample as the needle was exposed and could not be engaged with the safety lock. The needle was contaminated with a hazardous drug and was disposed of in the appropriate sharps/cytotoxic waste container. The needle had been in use for approximately 48 hours when the rn attempted to engage the safety mechanism to remove the huber needle from the patient¿s ivad. There was no harm to the patient or rn.